Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that bd q-syte¿ extension set micro bore leaked. This occurred on 5 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. Received a total of 6 q-syte units with extension sets. 5 were within sealed packages and 1 (used) was inside an open package. All components within were present. Used unit: traces of patient residue (blood) were present throughout the unit . Since the blood was blocking the access, the unit was soaked into water/bleach solution. Damage (tear) was observed on the slit of the septum top disk. Damage (tear) was observed on the column wall. Damage (tear) was observed on the slit of the septum bottom disk. The water leak test was performed and the unit leaked through the tear at the column wall and the vent hole while in the actuated position. No leakage was observed on the un-actuated position. Unused units: no physical mechanical damage was observed on any of the components of the representative units received for evaluation. The water leak test was performed and no leakage was observed on either the actuated or the unactuated positions. Conclusion(s): used unit: a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Unused units: the unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure could not be confirmed or reproduced in the laboratory. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. This occurred on 5 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.